Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the neurostimulator (ins) not depleting and patient not feeling stimulation wasn¿t determined on the depletion, but the patient needed to turn up the intensity. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt on 09/23/2022. Pt said they turned their ins off last night before bed, turned it back on this morning and it took about until an hour ago before they started feeling the stimulation in their legs and tailbone area. Pt mentioned this also happened with their last ins (pt said it was happening for at least a year with their previous ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that their device was not depleting and patient was not feeling stimulation. Patient reported that the manufacturer's representative (rep) had the patient move around and patient still could not feel stimulation. Patient communicated with the neurostimulator (ins) and it showed stim on. Stimulation was at 6.7. Patient stated they had increased stimulation to max and they still couldn't feel stimulation. No further complications were reported/anticipated.